Manufacturer narrative:
A complete lead was returned in two pieces for analysis measuring 17.5cm from the connector portion and 44.9cm from the distal portion. External insulation abrasion was noted from 15.0cm to 15.8cm from the connector pin consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. It was noted that the right atrial lead exhibited noise oversensing leading to automatic mode switching on the previous generator. The newly implanted device was reprogrammed. The patient was stable.

Event description:
New information received indicated that the patient presented on (B)(6) 2019 for procedure. The lead was explanted and the patient was recovering post procedure.